Event description:
It was reported that a patient with an implantable cardioverter-defibrillator (ICD) may have experienced a shock; however, the shock was not accompanied by any symptoms. It is unknown whether the shock was appropriate or inappropriate. Review of device data indicated that the device battery was depleting faster than expected. As of december 2025, the device displayed an estimated remaining longevity of approximately one and a half years; however, two days later, the device was found to be at end of life (eol). Technical services (ts) was consulted to review the device data, and engineering analysis determined that elective replacement indicator (eri) was declared due to a charge time exceeding fifteen seconds. The device was subsequently explanted and replaced successfully. The explanted device is expected to be returned. No additional adverse patient effects were reported.